Manufacturer narrative:
The u.s. National library of medicine toxicology data network (toxnet) describes the scope of injury associated with hydrogen peroxide exposure to the ocular tissue, ¿hydrogen peroxide is irritating to the eyes with a burning sensation, conjunctival hyperemia, lacrimation and severe pain which resolves within a few hours. There are rare cases of temporary corneal injury resulting from the application of 3% solution to the eye on contact lenses including punctate staining of the cornea, decreased vision, corneal opacity and edema.¿ the symptoms reported are consistent with the toxnet description of a temporary condition associated with hydrogen peroxide exposure. The complaint sample was not returned for evaluation. A review of the lot batch records and testing of a retain sample concluded that the product was formulated and manufactured according to local and global product specifications. Note that this event is being retrospectively reported to FDA due to the result of a remediation activity.

Event description:
A representative from an eye care practice called on behalf of a patient who used the product and had symptoms of burning when inserting her contact lenses. The patient¿s representative reported that the patient visited another eye doctor when experiencing the symptoms. The representative postulated that perhaps the patient experienced an allergic reaction to the solution. Additional event details, including medical documentation, were requested but not received. There was no report of medical treatment associated with the experience. The complaint suggests the device may have malfunctioned as a result of variability of neutralization.